Event description:
The customer reported that a "speaker malfunction" inop was displayed on the mx40 and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer discussed the issue with a philips remote service engineer (rse) and decided to send the device to philips bench for evaluation. The rft preformed diagnostic testing on the device and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.